Event description:
Rptr alleged obtaining a higher blood glucose result of 345 mg/dl on the aviva system and called the emergency medical technician (emts) as a result. Rptr stated the emt system read 150 mg/dl within 5 mins of the original result. Rptr indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.